Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (packing coil) and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, the physician successfully implanted one packing coil into the target vessel using the microcatheter. Another packing coil was advanced into the target vessel; however, the packing coil would not anchor properly. While advancing and retracting the packing coil, the coil unintentionally detached. Therefore, the microcatheter containing the detached packing coil was removed from the patient. The procedure was completed using a non-penumbra microcatheter and two non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned embolization coil confirmed that the embolization coil was detached from its pusher assembly, and the pusher assembly was not returned for evaluation. Based on the return condition, the root cause of the reported complaint could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage is likely incidental to the complaint and may have occurred due to manipulation against resistance during use. The reported mildly tortuous and mildly calcified patient¿s anatomy may have contributed to resistance during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.